Event description:
Per the clinic, the patient developed mastoiditis with infection extending to the implant body approximately two weeks following a recent influenza episode (specific date not reported). The patient also experienced ear pain and inability to hear. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.